Manufacturer narrative:
Based upon the clinical assessment, the reported possible type I or type iiib endoleaks were not confirmed. There were no patient imaging provided for review. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified, therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: a left common iliac artery greater than 2.3 cm in diameter; mild calcifications and thrombus at the aortic neck; moderate severe calcifications at the bifurcation and iliac arteries; and patient use of antiplatelet therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated, an infrarenal and two limb extensions. Subsequently on (B)(6) 2015, patient admitted to the hospital with type 1 or type 3b endoleak. The endoleak was at the bottom of first stent knuckle of the main body. The physician elected to treat the patient with a suprarenal aortic extension to repair the endoleak. Patient is doing well. It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated, an infrarenal and two limb extensions. Subsequently on (B)(6) 2015, patient admitted to the hospital with type 1 or type 3b endoleak. The endoleak was at the bottom of first stent knuckle of the main body. The physician elected to treat the patient with a suprarenal aortic extension to repair the endoleak. Patient is doing well.